Event description:
Thrombotic occlusive lesion from left cia to sfa distal. The iliac was approached by left tba; after recanalization of the iliac, sfa was approached ipsilateral to the iliac. A left cfa was approached ipsilateral to the sfa using a parent select 60 pro 21cm (medikit) and a gladius 18pves (asahi intecc) was used for the sfa. After repeated thrombus aspiration and poba to remove the thrombus, an attempt was made to implant zisv6-35-125-7.0-120-ptx, but it failed to deploy, so the entire system (parent select) had to be removed. The lesion was dilated again with a balloon through the sheath of the brachiard, and the procedure was terminated with placement of a sfa distal to in. Pact dcb (medtronic), supera (abbott), and ptx 7x140mm. The left cfa was hemostatic with mynx (medicalexpo) and the procedure was completed. 14oct2025 obtained update and additional information: infection: no, covid. Product to be returned: yes / no. Customer letter required: yes / no. At the start of deployment, it appears that another wire guide (gladius18pves) was inserted outside the stent delivery system, and it was possible that the wire guide interfered with the stent. 1-1 was the package damaged? No. 1-2 how was the device stored? It was stored vertically. 4-1 are images of the device of procedure available? No image available. 4-2 was the approach ipsilateral or contralateral? Ipsilateral. 4-3 if contralateral, was the bifurcation angle tight? No. 4-4 was pre-dilation performed ahead of placement of the stent? Yes. 4-5 was post-dilation performed after the placement of the stent? Yes. 4-6 details of the wire guide used (name, diameter, hyrdophyllic)? Gladius 18 pv es (asahi intecc). 4-7 details of access sheath used (name, fr size, length)? Parent select 60 pro 21cm (medikit). 4-8 was the device flushed before the procedure, as per IFU yes. 4-9 what was the target location for the stent? Sfa proximal. 4-10 was the patient's anatomy tortuous or calcified? Tortuosity: no coalification: yes. 4-11 was resistance encountered when advancing the wire.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device of lot c2314135 of zisv6-35-125-7.0-120-ptx device was not returned for evaluation. However, a photo was shared which shows the stent partially deployed. Through the investigation it was confirmed that the diameter of the wireguide used that was placed in the delivery system was 0.018 inch. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the japanese packaging insert c-ci1502m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states the following: ¿to ensure adequate support of the system, introduce a 0.89mm (0.035 inch) guide wire through the sheath across the distal segment of the target lesion¿ there is evidence to suggest the user did not follow the japanese packaging insert. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could be attributed to use error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. From the information provided it is known that a 0.018¿ wire guide was used. Using a 0.018¿ wire guide would have meant insufficient support would have been provided to the thumbwheel device during advancement over the wire guide which in turn could have led to potential resistance and the difficulty deploying the stent. It is also known that two wire guides were inserted into the introducer sheath from the beginning, and the first was left in place and the thumbwheel delivery system was advanced over the second. Once the stent had deployed a little, an attempt was made to hastily remove the first wire guide, but this was not possible, and the stent could no longer be deployed. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony and photo provided. Corrective action/correction. Product manager notified to consider re-training at the facility. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-dec-25.